Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise that resulted in pacing inhibition. The source of the noise could not be determined. No patient symptoms were reported with this clinical observation.